Event description:
A peritoneal dialysis (pd) pt called technical services for assistance. During follow-up the pt's daughter stated that she would be taking the pt to the emergency room because not enough fluid was draining from the pd catheter. The pd nurse reported the pt was diagnosed with peritonitis and admitted to the hosp on (B)(6) 2014. There had been no reported fluid leaks during treatment prior to the infection. Med records have been requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested med records and investigations are pending. A supplemental medwatch report will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.